Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient they need to get an MRI and activate MRI mode. Patient also mentioned that they had trouble with the external devices and ever since implant the external never worked properly. Patient mentioned that 2 weeks after implant they got paralyzed and had to go through extensive physical therapy and due to the physical therapy the ins shifted and the lead got "messed up". Patient put the ins at MRI mode "about a year ago". Patient mentioned that they were getting an MRI today but the facility won't let them and needs to have the ins on MRI mode. Agent reviewed MRI information. Agent walk the patient through on connecting with the implant and was able to connect successfully. Redirected to hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2qsd3 implanted: (b)(^) 2023 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the device stopped working for them about 2.5 weeks after it was implanted and they had it shut off/in MRI mode for 2 years. The caller reports that the lead was messed up and needed to be replaced. They had the lead replaced yesterday and the representative was at the case and told the caller that they needed to meet with the patient to calibrate the device to make sure it was on the right thing. The patient did not know the name of the representative.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2qsd3, implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.